Event description:
It was reported to medtronic neurosurgery that the patient had idiopathic normal pressure hydrocephalus and underwent a vp shunt surgery in early (B)(6) 2013. According to the report, the patient was bedridden and the patient¿s cerebral ventricles took time to shrink after the operation. The report stated that the patient¿s prognosis improved and the patient was discharged. Reportedly, in (B)(6) 2014, the patient visited the hospital and it turned out that the pl setting had changed from 1.0 to 0.5. According to the report, contrast agent flowed into the cerebral ventricle side but didn¿t flow into abdominal side when shunt angiography was carried out. The report stated that it was determined to be shunt failure and revision surgery was performed.

Manufacturer narrative:
The valve was patent. It met the requirements for leak, siphon, reflux, pressure-flow and pre-implantation testing. All of the performance levels could be set within a single attempt and the valve did not spontaneously adjust levels within the duration of testing. Therefore, the conditions of the complaint could not be duplicated by laboratory personnel. It is unknown if the patient¿s valve site had been exposed to strong magnets. Strata products are designed to be adjusted by a strong magnet. Inadvertent adjustments by external magnets are a known complication with adjustable valves. A review of the manufacturing records showed no anomalies. (B)(4).